Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: there were occlusion alarms observed in the black box and the force at the time of occlusions was high. There was an occlusion alarm with high force on (B)(6) 2015 at 21:39; deliveries never resumed. A rewind, load cartridge and prime steps were performed successfully with no alarms emitted. The force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 500 mg/dl with extreme drowsiness, shortness of breath, nausea, vomiting and large ketones associated with an occlusion issue. Reportedly, the patient discontinued pump therapy and was treated in the emergency room by their healthcare provider with IV fluids and insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that 1 of 6 units of a programmed bolus was delivered. It was reported that the occlusion sensitivity was programmed to low. The reporter stated that this issue occurred with multiple sets of cartridges/infusion sets. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.